Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopically assisted vaginal hysterectomy (lavh) procedure, needle spontaneously dropped during cuff closure and fell into the patient's cavity. The needle was successfully removed with a lap grasper. Two (2) additional new reloads were used on the same endostitch without issue. There was no patient injury involved regarding the event. The device was discarded by the customer.